Event description:
Patient reported they visited their dentist, they have severe overjet and had some teeth crowding that is a result of the byte aligners. They had to have a flap surgery. The patient discontinued using the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.